Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache. Concurrent conditions included endometriosis. In 2010, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood altered ("mood changes"), hot flush ("hot flashes"), weight fluctuation ("weight up and down"), urinary tract infection ("urinary tract infections"), fungal infection ("yeast infections"), depression ("depression/essure coils were causing depression"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), paraesthesia ("tingling of fingers and toes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("gastrointestinal or digestive system condition type: abdominal pain"), pain in extremity ("leg pain") and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced rash ("allergic or hypersensitivity reaction type: skin rashes/rashes or skin conditions type: skin rashes"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and visual impairment ("saw black dots in vision"). In 2015, the patient experienced eye allergy ("allergic or hypersensitivity reaction type: eyes") and weight decreased ("weight loss"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), malaise ("feeling sick") and feeling abnormal ("not feeling good/not able to get out of bed"). The patient was treated with ibuprofen, and surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, genital haemorrhage, mood altered, hot flush, vaginal haemorrhage, urinary tract infection, eye allergy, fungal infection, depression, bladder disorder, urinary tract disorder, headache, migraine, nausea, dyspareunia, visual impairment, pain in extremity, back pain, malaise and feeling abnormal outcome was unknown, the weight fluctuation, menorrhagia, rash, weight decreased and abdominal pain was resolving and the paraesthesia, dysmenorrhoea and fatigue had resolved. The reporter considered abdominal pain, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, eye allergy, fatigue, feeling abnormal, fungal infection, genital haemorrhage, headache, hot flush, malaise, menorrhagia, migraine, mood altered, nausea, pain in extremity, paraesthesia, perforation, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment, weight decreased and weight fluctuation to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in 2010: total bilateral occlusion. On (B)(6) 2016 patient had final pathological report resulted in a metallic coil is protruding 0.7 cm at the resection margin and continues into the fallopian tube for an additional 2 cm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs+mr received, lab data added, event added:- pelvic pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache. In 2010, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood altered ("mood changes"), hot flush ("hot flashes"), weight fluctuation ("weight up and down"), urinary tract infection ("urinary tract infections"), fungal infection ("yeast infections"), depression ("depression/essure coils were causing depression"), headache ("headaches"), migraine ("migraines "), nausea ("nausea"), paraesthesia ("tingling of fingers and toes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("gastrointestinal or digestive system condition type: abdominal pain"), pain in extremity ("leg pain") and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced rash ("allergic or hypersensitivity reaction type: skin rashes/rashes or skin conditions type: skin rashes"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and visual impairment ("saw black dots in vision"). In 2015, the patient experienced eye allergy ("allergic or hypersensitivity reaction type: eyes") and weight decreased ("weight loss"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), malaise ("feeling sick") and feeling abnormal ("not feeling good/not able to get out of bed"). The patient was treated with ibuprofen, surgery (surgery to remove the essure) and surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, genital haemorrhage, mood altered, hot flush, vaginal haemorrhage, urinary tract infection, eye allergy, fungal infection, depression, bladder disorder, urinary tract disorder, headache, migraine, nausea, dyspareunia, visual impairment, pain in extremity, back pain, malaise and feeling abnormal outcome was unknown, the weight fluctuation, menorrhagia, rash, weight decreased and abdominal pain was resolving and the paraesthesia, dysmenorrhoea and fatigue had resolved. The reporter considered abdominal pain, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, eye allergy, fatigue, feeling abnormal, fungal infection, genital haemorrhage, headache, hot flush, malaise, menorrhagia, migraine, mood altered, nausea, pain in extremity, paraesthesia, perforation, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment, weight decreased and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: event added: hot flashes, weight up and down, mood changes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction type: eyes, skin rashes, urinary tract infections, yeast infections, depression, skin rashes, bladder or urinary problems or changes, migraines, headaches, nausea, tingling of fingers and toes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vision/eye problems type: saw black dots in vision, fatigue, weight loss, abdominal pain, not feeling good , feeling sick. Concomitant, historical drugs and treatment drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs"), device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache. On (B)(6) 2016 patient had final pathological report resulted in a metallic coil is protruding 0.7 cm at the resection margin and continues into the fallopian tube for an additional 2 cm. Concurrent conditions included endometriosis and overweight. In 2010, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood altered ("mood changes"), hot flush ("hot flashes"), weight fluctuation ("weight up and down"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infections"), vulvovaginal mycotic infection (" yeast infections"), depression ("depression/essure coils were causing depression"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), paraesthesia ("tingling of fingers and toes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("gastrointestinal or digestive system condition type: abdominal pain/ intestines"), pain in extremity ("leg pain") and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced rash ("allergic or hypersensitivity reaction type: skin rashes/rashes or skin conditions type: skin rashes"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and visual impairment ("saw black dots in vision"). In 2015, the patient experienced eye allergy ("allergic or hypersensitivity reaction type: eyes") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), malaise ("feeling sick") and feeling abnormal ("not feeling good/not able to get out of bed"). The patient was treated with ibuprofen and surgery (surgery to remove the essure/bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, paraesthesia and fatigue had resolved, the device dislocation, genital haemorrhage, mood altered, hot flush, vaginal haemorrhage, urinary tract infection, eye allergy, vulvovaginal mycotic infection, depression, bladder disorder, urinary tract disorder, migraine, nausea, dyspareunia, visual impairment, pain in extremity, back pain, malaise and feeling abnormal outcome was unknown and the weight fluctuation, menorrhagia, rash, headache, weight decreased, dysmenorrhoea and abdominal pain was resolving. The reporter considered abdominal pain, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, eye allergy, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, malaise, menorrhagia, migraine, mood altered, nausea, pain in extremity, paraesthesia, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, weight decreased and weight fluctuation to be related to essure. The reporter commented: current weight: 145 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - in 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain most recent follow-up information incorporated above includes: on 14-nov-2018: pfs received. Event perforation updated to fallopian tube perforation and event yeast infection updated to vaginal yeast infection. Outcome of events updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs') and device dislocation ('migration of implant') in a 26-year-old female patient who had essure (batch no. 827763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, abdominoplasty, skin irritation, ovarian cyst, tingling, blurring of eyes, ovarian cancer, uterine enlargement, ovarian cyst, endometriosis, diabetes, epigastric pain and multiparous. * on (B)(6) 2016 patient had final pathological report resulted in a metallic coil is protruding 0.7 cm at the resection margin and continues into the fallopian tube for an additional 2 cm. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included endometriosis, overweight, dysfunctional uterine bleeding and metrorrhagia. Concomitant products included codeine and codeine phosphate;paracetamol (tylenol with codeine no.3). On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), mood altered ("mood changes"), hot flush ("hot flashes"), weight fluctuation ("weight up and down"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infections"), vulvovaginal mycotic infection (" yeast infections"), depression ("depression/essure coils were causing depression"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), paraesthesia ("tingling of fingers and toes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrointestinal pain ("gastrointestinal or digestive system condition type: abdominal pain/ intestines"), pain in extremity ("leg pain") and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced rash ("allergic or hypersensitivity reaction type: skin rashes/rashes or skin conditions type: skin rashes"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and visual impairment ("saw black dots in vision"). In 2015, the patient experienced eye allergy ("allergic or hypersensitivity reaction type: eyes") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), malaise ("feeling sick") and feeling abnormal ("not feeling good/not able to get out of bed"). The patient was treated with ibuprofen and surgery (surgery to remove the essure/bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, paraesthesia and fatigue had resolved, the device dislocation, genital haemorrhage, mood altered, hot flush, vaginal haemorrhage, urinary tract infection, eye allergy, vulvovaginal mycotic infection, depression, bladder disorder, urinary tract disorder, migraine, nausea, dyspareunia, visual impairment, pain in extremity, back pain, malaise and feeling abnormal outcome was unknown and the weight fluctuation, menorrhagia, rash, headache, weight decreased, dysmenorrhoea and gastrointestinal pain was resolving. The reporter considered back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, eye allergy, fallopian tube perforation, fatigue, feeling abnormal, gastrointestinal pain, genital haemorrhage, headache, hot flush, malaise, menorrhagia, migraine, mood altered, nausea, pain in extremity, paraesthesia, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, weight decreased and weight fluctuation to be related to essure. The reporter commented: current weight: 145 lbs discrepancy noted in essure insertion date, it was given 2010 initially, but in current pfs (B)(6) 2009 was given and also in removal date, it was given (B)(6) 2016 initially, but in current (B)(6) 2011. Procedure: it was noted that there was some bleeding at the single-tooth tenaculum diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: no extravasation of contrast through the fallopian tubes into. Peritoneal cavity, suggesting appropriate ligation. The patient tolerated the procedure well.; in 2010: results: total bilateral occlusion. Pathology test - on (B)(6) 2016: a. Peritoneal biopsy: - fibroadipose tissue, endometriosis b. And c., left and right fallopian tubes: - bilateral fimbriated fallopian tubes identified - negative for pathologic abnormality d. Right ovarian cyst wall: - benign functional cyst, corpus luteal cyst with attached small portion of ovarian parenchyma. Ultrasound pelvis - on an unknown date: the uterus is anteverted and measures a 0.8x 4.6x4.7 cm, myometrial echotexture is slightly heterogeneous but within normal limits without discrete fibroid changes identified. The endometrial stripe measures 3mm and is within normal limits. History of right oophorectomy per patient left ovary measures 2.9 cm x 2.3 cmx 2.9 cm. Ovary is morphologically normal and there are no adnexal masses. There is no free fluid in the cul de sac. Lot number: 827763 concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Reporter information and lot number added. Event genital haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs') and device dislocation ('migration of implant') in a 26-year-old female patient who had essure (batch no. 827763-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, abdominoplasty, skin irritation, ovarian cyst, tingling, blurring of eyes, ovarian cancer, uterine enlargement, ovarian cyst, endometriosis, diabetes, epigastric pain and multiparous. On (B)(6) 2016 patient had final pathological report resulted in a metallic coil is protruding 0.7 cm at the resection margin and continues into the fallopian tube for an additional 2 cm. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included endometriosis, overweight, dysfunctional uterine bleeding and metrorrhagia. Concomitant products included codeine and codeine phosphate;paracetamol (tylenol with codeine no.3). On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), mood altered ("mood changes"), hot flush ("hot flashes"), weight fluctuation ("weight up and down"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infections"), vulvovaginal mycotic infection (" yeast infections"), depression ("depression/essure coils were causing depression"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), paraesthesia ("tingling of fingers and toes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrointestinal pain ("gastrointestinal or digestive system condition type: abdominal pain/ intestines"), pain in extremity ("leg pain") and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced rash ("allergic or hypersensitivity reaction type: skin rashes/rashes or skin conditions type: skin rashes"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and visual impairment ("saw black dots in vision"). In 2015, the patient experienced eye allergy ("allergic or hypersensitivity reaction type: eyes") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), malaise ("feeling sick") and feeling abnormal ("not feeling good/not able to get out of bed"). The patient was treated with ibuprofen and surgery (surgery to remove the essure/bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, paraesthesia and fatigue had resolved, the device dislocation, genital haemorrhage, mood altered, hot flush, vaginal haemorrhage, urinary tract infection, eye allergy, vulvovaginal mycotic infection, depression, bladder disorder, urinary tract disorder, migraine, nausea, dyspareunia, visual impairment, pain in extremity, back pain, malaise and feeling abnormal outcome was unknown and the weight fluctuation, menorrhagia, rash, headache, weight decreased, dysmenorrhoea and gastrointestinal pain was resolving. The reporter considered back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, eye allergy, fallopian tube perforation, fatigue, feeling abnormal, gastrointestinal pain, genital haemorrhage, headache, hot flush, malaise, menorrhagia, migraine, mood altered, nausea, pain in extremity, paraesthesia, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, weight decreased and weight fluctuation to be related to essure. The reporter commented: current weight: 145 lbs discrepancy noted in essure insertion date, it was given 2010 initially, but in current pfs (B)(6) 2009 was given and also in removal date, it was given (B)(6) 2016 initially, but in current (B)(6) 2011. Procedure: it was noted that there was some bleeding at the single-tooth tenaculum diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: no extravasation of contrast through the fallopian tubes into. Peritoneal cavity, suggesting appropriate ligation. The patient tolerated the procedure well.; in 2010: results: total bilateral occlusion. Pathology test - on (B)(6) 2016: a. Peritoneal biopsy: - fibroadipose tissue, endometriosis b. And c., left and right fallopian tubes: - bilateral fimbriated fallopian tubes identified - negative for pathologic abnormality d. Right ovarian cyst wall: - benign functional cyst, corpus luteal cyst with attached small portion of ovarian parenchyma. Ultrasound pelvis - on an unknown date: the uterus is anteverted and measures a 0.8x 4.6x4.7 cm, myometrial echotexture is slightly heterogeneous but within normal limits without discrete fibroid changes identified. The endometrial stripe measures 3mm and is within normal limits. History of right oophorectomy per patient left ovary measures 2.9 cm x 2.3 cmx 2.9 cm. Ovary is morphologically normal and there are no adnexal masses. There is no free fluid in the cul de sac. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain lot # reported (827763) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.